Event description:
It was reported that the procedure was cancelled and the patient was sent for surgery. The 85% stenosed, eccentric, type 1 target lesion was located in the mildly tortuous and moderately calcified first diagonal artery. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was unable to cross the lesion. The procedure was aborted and the patient was sent for surgery. No further patient complications were reported.